Event description:
Pigtail stents did not deploy correctly. Since pt had some coagulopathy, sphincterotomy was not extended and rather it was decided to place a stent 2 attempts were made to place 5 cm 7fr double pig tail stent but did not deploy correctly. Procedure terminated and pt was sent to the recovery room in stable condition.